Event description:
A male consumer reported experiencing eye irritation after using cvs multipurpose solution (complete) for about one to two weeks. He stated that his dr prescribed ciloxan antibiotic drops and rest from contact lens wear. He stated that the condition of his eyes improved, but would become irritated when he again tried the cvs solution; the dr then diagnosed an allergic reaction. In f/u with the dr's office, an optometrist stated that the dr has seen conjunctival and corneal edema and infiltrates at the first examination, and that the antibiotic was prescribed to preclude serious injury to the eyes. Corrective treatment: ciloxan antibiotic.